Manufacturer narrative:
A batch documentation review was conducted for lot nz19200066, for copios pericardium membranes. During batch analysis no departures were detected which directly affected the product. Tutogen medical germany i.e. Rti surgical germany has manufactured and distributed a total of (B)(4) grafts for the lot specific to copios pericardum membranes without related complaint for the lot nza19200066. Based on our investigation conclusion and the review of the described undesired results does not associate with the copios pericardium membrane. Causality is assessed as not related to the membrane, since there is no indication of non-sterility of the product. According to batch documentation analysis performed results revealed that the products had been manufactured according to specification sp-copios membrane "05"; annex 1-1 "02"and met all conditions.

Manufacturer narrative:
The copios¿ bovine pericardium membrane was explanted and not available for evaluation. Therefore, our investigation will be based on a comprehensive re-review of manufacturing and processing records for the lot. Once results of the review are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly subsidiary of rti, received a complaint on (B)(6) 2020. The reported complaint indicated that a doctor placed a puros¿ customized allograft block, puros¿ cancellous particulate, copios¿ pericardium membrane, cadcam allograft block bone graft fixated with ace screws in tooth location # 11 and 21 on (B)(6) 2020. The patient reported pus discharging from the wound on (B)(6) 2020, which was confirmed during suture removal appointment on the same date. The patient was prescribed flucloxacillin 500mg. Further course of flucloxacillin plus metronidazole 200mg was prescribed on (B)(6) 2021. The infection persisted. Intervention on (B)(6) 2021 showed non-integration of the block and infection present between block graft and host bone. As it was not possible to access all of the infected areas for disinfection and the block was unstable, the grafts were removed. Thorough debridement and slurry of tetracycline / saline left in situ. Wound was closed for healing. The patient will have to return to replace the grafts to accommodate planned implants.